Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six weeks after implant no continuous capture was noted even at high thresholds on the patient¿s right ventricular (rv) lead. An rv lead revision and repositioning was attempted; however, low sensing was noted everywhere. It was suspected that there was possibly tissue in the rv lead screw. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.